Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke is unknown, as no patient factors were provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), post implant of the 23mm sapien 3 by tf approach, the patient had a stroke, and is currently under observation. During bav, the balloon burst, the bav catheter was removed without issues. During valve deployment, the commander delivery system balloon burst as well, however, valve already anchored. The delivery system was removed through the e-sheath and another commander was taken for post dilation. This balloon also burst but pvl was reduced to mild and accepted. The commander was removed through the e-sheath. After the e-sheath was removed, it was seen that the liner delaminated. Despite all this, there was no vessel injury, however, the patient suffered a stroke and is now under observation. As per doctor, the annulus was assessed with the heart navigator and the native valve was calcified, but no spike was seen that could explain the balloon bursts.

Manufacturer narrative:
Update on patient status. On pod 5, the patient had a gastrointestinal ischemia requiring emergency operation and the patient died 24 hours post procedure.

Event description:
As reported by our affiliates in (B)(4), post implant of the 23mm sapien 3 by tf approach, the patient had a stroke, and is currently under observation. During bav, the balloon burst, the bav catheter was removed without issues. During valve deployment, the commander delivery system balloon burst as well, however, valve already anchored. The delivery system was removed through the e-sheath and another commander was taken for post dilation. This balloon also burst but pvl was reduced to mild and accepted. The commander was removed through the e-sheath. After the e-sheath was removed, it was seen that the liner delaminated. Despite all this, there was no vessel injury. As per doctor, the annulus was assessed with the heart navigator and the native valve was calcified, but no spike was seen that could explain the balloon bursts. As per update received, the patient did not improve neurologically. Five days post procedure, the patient had a gastrointestinal ischemia requiring emergency operation and the patient died 24 hours post procedure.